Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/12/2020.

Event description:
The customer reported that the device had a vent o2 low alarm. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use and there was no patient harm during the time of the event. The field service engineer replaced the o2 sensor to address the issue. The issue was resolved, the device was tested, and now functions as intended.